Manufacturer narrative:
Initially, it was assessed that this was a hemostatic valve separation. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 06-jan-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that upon inserting the vizigo¿ sheath into the patient, it was noticed that the hemostatic valve had detached from the sheath, and it was missing. The sheath had back-flow bleeding as well. The vizigo¿ sheath was replaced, and the issue resolved and the procedure was continued. According to the pictures provided by the customer, the hemostatic valve seems to be dislodged. The customer complaint was confirmed based on the picture received. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the vizigo¿ sheath hub. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001725 number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the condition observed on the hemostatic valve, an internal corrective action has been opened to investigate this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath, causing the dislodgment of the valve, the stress marks, and physical damage observed, which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo¿ sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ explanation of codes: investigation findings: fracture problem (c070603)/ investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that upon inserting the vizigo¿ sheath into the patient, it was noticed that the hemostatic valve had detached from the sheath, and it was missing. The sheath had back-flow bleeding as well. The vizigo¿ sheath was replaced, and the issue resolved and the procedure was continued. Additional information was received on 15-nov-2021. It was reported that from what the reporter can tell, there was no hemostatic valve on the hub. This was discussed with the tech who flushed it, and the tech could not remember if there was a valve there when he flushed it or not. It appeared that there was no valve gasket on the end of the hub. Unsure if it broke in two or was just not present on the sheath. It is possible that it was detached. The tech and the physician looked for it on the table and the patient and could not find it. The physician does not believe air entered the body. He capped it off with his finger as soon as he noticed blood flowing out of it. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding.